Event description:
It was reported the customer had a blank display on their insulin pump. It was found the blank display occurred after the customer replaced their battery. The mother stated the battery compartment was not damaged or corroded on the customer's insulin pump. Troubleshooting was not able to retrieve the display. The customer's blood glucose was 344 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. No battery alarms could be verified and the functional testing could not be performed due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.